Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for one (1) to ten (10) colony forming units (cfus) of coliform bacillus. The culturing occurred during reprocessing. There were multiple endoscopes that had tested positive for contamination. The customer only has one scope that did not test positive. The customer reported that no devices would be returned for service as the customer is speculating that the hospital water supply may have caused the issue. There were no reports of patient harm or infection as a result of this event. Patient identifiers: (B)(4).

Manufacturer narrative:
According to the customer, the device will not be returned for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. The customer provided details on the reprocessing environment and procedures used: a disposable biopsy valve, a/w valve, and suction valve are used. The device is inspected before use. Precleaning is performed immediately after use in accordance with the instructions for use. Leak testing is performed for 1 minute in accordance with the instructions for use. Detergent used includes: asepti rapidzyme pr, 20 mls per litre, 5mins immersion time. The facilities uses the olympus bw0412t (disposable)cleaning brush for the biopsy channel. The facilities uses the olympus bw0412t cleaning brush for cylinder and biopsy port, and the device is brushed until no debris is observed in the bristles of the brush. The scope is flushed using scope buddy with detergent. The disinfectant used is rapidzyme pr. The automatic endoscope reprocessor used is the soluscope gallay/ ecolab_ cln plus_ sol a. The facility performs alcohol flushing, and the scope is stored in dry cabinet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the microbial contamination was related to the device. Growth of coliform bacillus were confirmed in culture testing by the user after reprocessing. The user believe it is the hospital water supply causing the issue and not an olympus scope issue. This event can be prevented/detected by following the instructions for use which state: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ "water is used for leakage testing and manual cleaning of the endoscope and accessories. For these purposes, use either fresh, potable water or water that has been processed (e.g., filtered, deionized, or purified) to improve its chemical and/or microbiological quality. Consult with your hospital¿s infection control committee." Olympus will continue to monitor field performance for this device.